Manufacturer narrative:
The field service representative (fsr) replaced the power cord and performed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) power cord had a broken pin. There was no patient involvement.